Manufacturer narrative:
Section d1: brand name corrected. Sections e2 and e3: corrected. Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms was confirmed via analysis of the submitted log files. The reported event of corrosion on the modular cable was not confirmed. System controller event log files were submitted for review and data from the event dates of (B)(6) 2024 ¿ (B)(6) 2025 were reviewed. The log files captured driveline communication fault alarms from (B)(6) 2024 at 23:29:56 to (B)(6) 2025 at 03:22:30 and on (B)(6) 2025 from 14:27:40 to 15:31:59 that were associated with com_b_faults. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The modular cable was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 201694, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 04jan2018. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook, rev. D section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook, rev. D section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient was having driveline communication faults. The alarms were briefly cleared on the monitor but returned. Log files were submitted for review which captured driveline communication fault alarms stating on (B)(6) 2024 at 23:29 and continued for the remainder of the log file. Additional log files were submitted for review which captured driveline communication faults starting (B)(6) 2025 at 14:27 and continued for the remainder of the log. The modular cable (9240656) and system controller ( (B)(6) ) were exchanged to troubleshoot the communication faults but after the exchange driveline power faults appeared. Green corrosion was observed around the base of the old modular cable (9240656). The event log confirmed the driveline power faults reported post modular cable and system controller exchange. Another modular cable (10564641) exchange was performed using the same new system controller ( (B)(6) ) that was used for the first modular cable. The customer did the ¿shake¿ to the patient side of the driveline and the driveline power fault alarm cleared. Additional log files were submitted for analysis. Photos and a video of the patient side of the modular cable showed corrosion. It was later reported that patient had their modular cable cleaned on (B)(6) 2025 with no further alarms. Surface cleaning was performed first followed by a couple cleanings of the internal pins on the pump side of the driveline. The connection was disconnected a total of three times which the patient tolerated well. The modular cable (201694) and system controller (hsc-154643) were exchanged during the last cleaning. Log files were sent again for evaluation. The event log contained limited data post cleaning from the new system controller with no active communication faults or driveline power faults. The pump itself also appeared to be operating within normal parameters. The patient was discharged from the hospital.